Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline, which located on m nw6w 2. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. As per part investigation, it was determined that there were faulty pcba fh cubie pmc, shorted diode d501 on the drawer controller board and damaged assy cbl pyxibus 6 drawer which had signs of exposed copper strands which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 21-jul-2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "es [m-nw6w-2] device offline" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order, the fse reported that drawer 6 failed, with the board lights off. The drawer controller and bus controller were replaced. The drawer was reconfigured and tested successfully. During dchu visual inspection p/n 151903-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 120547-01: was received with the black marks and copper strands exposed. During dchu testing p/n 151903-01: failed the dmm testing due to faulty component f200. P/n 151622-01: failed the dmm testing due to low resistance measurement between tp502 and tp505. P/n120547: the testing from dchu was not necessarily due to the thermal damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of "es [m-nw6w-2] device offline" was determined as follows: a faulty "pcba fh cubie pmc", p/n 151903-01 due to an open fuse (f200), which prevented the proper functionality of the whole assembly. A shorted diode d501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality. The damaged "assy cbl pyxibus 6 drawer (p/n 120547-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.